Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted eight (8) years, three (3) months, is being evaluated for re-intervention due possible sinus valsalva aneurysm.

Manufacturer narrative:
Added information to d4, h4, h6. An aneurysm is an abnormal bulge or ballooning in the wall of a blood vessel. Untreated aneurysms can burst open, leading to internal bleeding. Depending on the location of the aneurysm, a rupture can be life-threatening. Risk factors for aneurysms include high blood pressure, high blood cholesterol, atherosclerosis, smoking, and a weak vascular wall caused by inherited connective tissue disorders such as marfan syndrome and ehlers-danlos syndrome. There is no evidence to suggest a manufacturing non-conformance contributed to this event. Based on the information available, the most likely cause is patient factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted eight (8) years, three (3) months, is being evaluated for re-intervention due to possible sinus valsalva aneurysm. Through implant patient registry it was learned the 27mm 3300tfx aortic valve was explanted and replaced with a 27mm 3300tfx aortic valve. Concomitant coronary artery bypass grafting was performed. Patient post-operative status noted as in recovery.

Manufacturer narrative:
Added information to b2, b5, d6, h6. The explanted device was not returned to edwards for evaluation as it was discarded.